Event description:
We have been experiencing increased alarms on bodyguard pumps over the last 1-2 weeks. The pump will alarm upstream occlusion (the alarm error reads "air / up occlusion") and possibly air in line. We believe that it is a bad batch of bodyguard tubings with the 1.2 micro filters attached (for tpn and lipid use) and the offending lot number is 1186773. Initially, we thought that there was a problem with the pump. We then told the pt to change the tubing but it did not work as the same numbered tubing was used. This event occurred with 8 patients over a 3 week period. This led us to assume that it was a bad pump. However, the problem continued after switching out multiple pumps. We then decided to use a different lot number tubing with the same bodyguard pump and no alarm was reported. Dates of use: (B)(6) 2012.